Manufacturer narrative:
The lot number of the returned device is unknown; therefore, a lot history check was not possible. The investigation of the returned product is not completed at the time of this MDR submission there was no harm to the patient.

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink from a renew endo scissors tip detached for the device. The surgical procedure, and anesthesia time was extended for (5)five minutes.in this surgical procedure, two renew endo scissor tips were used. There was no harm to the patient.